Manufacturer narrative:
On 2/4/97, a review of the patient's file with the physician revealed she was treated on 1/21/97 to acne scarring on the cheeks. On 1/23/97, the patient presented with an irritated, swollen, erythematous area of excoriateion at the right cheek injection site (onset unk). She complained of pain with touch. Upon questioning, the patient stated that she had squeezed the site and tried to flatten it because it appeared raised and white color. The physician believed the area to be collagen material which the patient manipulated; intramuscular celestone was prescribed for the pain. On 1/24/97, the patient was seen with improving symptoms. On 1/28/97, the local symptoms were resolved. 2442: inflammation injection site.

Event description:
Pt was treated for the first time on 1/21/97 to acne scars on the right cheek and immediately developed pain and a raised appearance with a whitish color at the site. On 1/23/97, the pt presented with continuing symptoms. The physician diagnosed the symptoms as collagen material, said it would "settle" with time and prescribed intramuscular celestone for the pain. As of 1/24/97, the pain had resolved but the symptoms at the site continued.